Event description:
A nurse reported that the end of the fluid line would not engage into the trocar; it kept slipping out. The timing of the event and pt involvement is unclear. Add'l info has been requested.

Manufacturer narrative:
Samples were being returned but have not yet been received for eval. The device history record (DHR) for the lots was reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the company's acceptance criteria. A root cause has not been identified. (B)(4).